Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with status post anterior cervical discectomy with fusion of c5-6, c6-7 with painful hardware and pseudoarthrosis cervical spine. The patient underwent the following procedures: removal of plate, anterior cervical spine c5-6, c6-7. Exploration of fusion between c5-6 and c6-7. Reinforcement of fusion with rhbmp-2 application on cervical spine. As per-op notes, ¿it was decided to scrape the fibrous tissue from the disc spaces and the holes of all the screw and apply rhbmp-2. Wound was irrigated. Cultures were also taken. Following this, a small sized bmp was cut into pieces and laid in the anterior cervical spine between c5-6 and c6-7.¿ the patient was taken to the recovery room in satisfactory condition.